Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It is likely that an image was not displayed intermittently due to the following reasons: noisy image occurred due to faulty cable, so communication failure occurred due to faulty cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Establishment name: (B)(6) hospital. The subject device has been returned to olympus for evaluation and the reported issue was not confirmed. During evaluation, it was observed, the image was noisy due to a damaged cable unit. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a therapeutic hysteroscopic surgery, the camera head had poor contact resulting in no image at times. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.